Manufacturer narrative:
The field service representative (fsr) verified that the level detector has a deteriorated pad and would not make proper contact with reservoir. He replaced the level detector. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an audible and visual alert. Level: disconnected was displayed on the central control monitor (ccm). It was discovered the sensors membrane was damaged and would not properly adhere to the reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
A replacement level detector will be sent to the customer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level detector was giving a level alert and was losing contact with reservoir. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the team placed the level sensing pads on a flat surface without a label on the surface of the venous reservoir. Their protocol is to attach the level sensing cables with sufficient manufacturer specified gel right after they deliver the table lines to the circulating nurse on the sterile field, therefore the time from attachment of the pads to the reservoir is a sufficient amount of time to not create an issue (longer than the 5 minutes stated in the instructions for use (IFU)). During the cpb procedure on that day, the perfusionist had a level alert notification when the level was not below the set level on the venous reservoir. This was on the yellow level alert sensor, and was only set up to notify him of the level being lower than expected. The perfusionist first re-applied gel to the sensors, but the false alarm continued, therefore, he opted to exchange the level sensing cable with a spare cable, and reengage the level sensing system while on cardiopulmonary bypass. This incident did not delay the surgical procedure. There was no harm or blood loss due to this issue.